Event description:
It is reported that the device was implanted on (b) (6 2005. Patient has stage 4 osteolysis fracture. It is a very small cyst and is not requiring surgery at this time.

Manufacturer narrative:
No product was returned for evaluation. Also no x-rays were provided for review. The device was in vivo for approximately 4 years and 4 months at the time of the complaint (and remains in vivo). As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the report problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.